Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d4, d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed a root cause could not be identified. Based on the results of the investigation, most probable cause of the complaint could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had no image. The issue occurred during set up of the device. There were no reports of patient involvement.

Manufacturer narrative:
E1 facility : (B)(6) is an independent administrative corporation health and safety organization. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.